Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to sensing issues and loss of capture. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.